Manufacturer narrative:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: evaluation revealed that the battery compartment was cracked evaluation also revealed a dim, discolored display. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.